Event description:
It was reported the pt (new zealand) experiences discomfort at the ipg site due to the device's location. The discomfort is reportedly present regardless of the stimulator's function. Surgical intervention will be undertaken at later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.